Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found whitish foreign material inside the air/water tube and air/water cylinder and at the entrance of the nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: due to damage on the channel tube, water tightness was lost; the distal end insulation inspection test failed; the adhesives around the objective lens had white-clouded area; the light guide lens was cracked; the bending section cover adhesive had visible thread; the universal cord and the connecting tube were wrinkled; the video connector had corrosion due to water leakage; due to nozzle clogging, the amount of water contact did not meet the standard value; due to burn on probe cover, insulation resistance value at distal end did not meet the standard value; the switch box and the grip were scratched; switch 1 was damaged; switch 1 was deformed and the suction cylinder and the air/water cylinder had no color. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's air water duct could not be flushed. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the air/water tube and air/water cylinder; and the nozzle was found clogged and had foreign material in the entrance. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.